Event description:
On (B)(6) 2012, the reporter contacted animas alleging that one hour prior to contacting animas her pump started to give her 2 beeps every 15-20 minutes. She claimed there was not anything on the screen to indicate why the pump was beeping. The patient was unable to view the alarm history. The alleged issue was not resolved with troubleshooting. The patient was advised to implement her back up plan. There was no patient impact associated with this complaint. However, this complaint is being reported since the alleged issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber as torn at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The ok key is hypersensitive and the contrast key was intermittently unresponsive and required excessive force to activate a response. Evaluation revealed that there was contamination under the keypad contacts and the ok key was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.